Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019.

Event description:
The customer reported a ¿check vent: alarm light emitting diode (led) failed¿ alarm occurred. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Date rec¿d by MFR: 25oct2019. Date of report: 29oct2019. The service technician confirmed when the alarm occurred, the alarm light emitting diode (led) failed to illuminate and a silence feature was incapable of being used. The service technician confirmed the led of power switch had illumination failure by vibration of button operation, so the power switch overlay needs to be replaced. The service technician confirmed the power switch overlay has been replaced to resolve the reported issue. Overall checks, cleaning, a run test, and a function test were performed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.